Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient developed an infection from his dirty garment. It was reported that the patient's garment was dirty and tight and was cutting into the patient's skin as the patient only had one garment. The patient was on an antibiotic (nystatin powder) for the skin irritation. The patient's second garment had been sent to the patient's home, not the facility. The patient was given a second garment. The final medical outcome of the irritation was unknown. There was no alleged device malfunction.